Event description:
It was reported to philips that the system did not bootup correctly. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up properly and it got stuck when it goes into an installation loop via network boot. Review of the system log file showed that the flexspot pc was not responding. During troubleshooting, the fse found that the flexviewing pc was defective. The fse replaced the flexviewing pc and installed a new license. The fse also created a backup internally and on usb (universal serial bus). The defective flexviewing pc was returned for further analysis. The cause of the flexviewing pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexviewing pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.